Event description:
It was reported to philips that voltage drop caused table and tube movement failure on a azurion 7 m20. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Proximity sensor calibration resolved the issue. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).